Event description:
It was reported the patient¿s lead and extension were replaced. Following the replacement procedure, the patient ¿had gotten back all the pain stimulation/pain relief as before the replacement¿ and had been able to decrease their pain medication level. Impedance testing that was performed following the replacement procedure found impedances in the range of ¿545-600 ohms.¿ the patient was reportedly ¿very happy¿ following the procedure. Additional device and other event information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that the patient¿s pain symptoms had returned in (B)(6) of the year of the report. Impedance measurements had been taken several times between then and (B)(6), but they didn¿t show ¿more than 1,000 ohms¿. The cause of the issue was determined to have been impedances of 10,000 ohms, which were measured intra-operatively during the replacement surgery previously noted. The extension was reportedly damaged during the re-operation.

Manufacturer narrative:
Concomitant medical products: product ID neu_siliconeanchor, product type: accessory. . Device evaluation: analysis of the patient¿s lead found ¿three conductors were broken 15.9 cm from the distal end.¿ impedance testing found that circuits 0, 1, and 3 were all ¿open.¿ there were ¿no shorts between circuits¿ found when dry tested.

Manufacturer narrative:
(B)(4).